Manufacturer narrative:
The insulin pump was received with scratched case, pillowing keypad overlay, missing reservoir tube o-ring, peeling serial number label, and minor scratched lcd window.

Event description:
Customer reported via phone call that insulin pump had damage to the insulin pump. Customer's blood glucose value was 139 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.